Event description:
It was reported that an occlusion alert occurred on an ilet system using a steel cannula infusion set, insulin delivery stopped, and the user¿s fingerstick glucose was 496 mg/dl; after approximately three hours without acknowledging the alert, the user called and was guided to disconnect from the anchor, perform a fill tubing¿only sequence until drops were observed, then reconnect and resume delivery, after which glucose began to trend down. Symptoms included hyperglycemia. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, the device effect was a lack of insulin delivery due to the occlusion alert, and there was insufficient information regarding a specific component failure. It was concluded, based on previously established findings for similar reports, that the cause was not established.